Manufacturer narrative:
Device evaluation: the device was evaluated on 2 august 2018. A kink was present 9 inches from the tip of the device; no exposed fibers or burn marks; no dead fibers at tip; tip is clean and intact. The proximal fiber bundle looks good; no dead fibers present. The device appears in overall good condition. The simulated laser light confirmed no broken fibers at kink.

Event description:
A procedure commenced to extract two leads: a right atrial (ra) and a right ventricular (rv), due to infection. Glidelight devices, models 500-302 and 500-303 were in use. Using the 500-302 glidelight, the ra lead was successfully removed without adverse event. Extraction attempt of the rv lead was next. Using the glidelight 500-302, stalled progression was encountered. The physician decided to upsize to the glidelight 500-303. While using the glidelight 500-303 model, the patient's blood pressure dropped. Rescue efforts commenced immediately, including sternotomy. A 5-6 cm tear was discovered from the innominate vein to the superior vena cava (svc). Repair of the tear was successful and the patient survived the procedure.